Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown patient required placement of a turbo-ject® single lumen bedside power-injectable PICC for an undisclosed procedure. Three months later, the PICC was found to be "ruptured." Additional information regarding event details and patient outcome has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: g4, h6 - annex a. Investigation ¿ evaluation. Getter bio-med ltd (israel) informed cook that on 03aug2022 the PICC line from an unknown rpn and lot number of a single lumen peripherally inserted central venous catheter set was torn. It is unknown how long the device was in place when the tear occurred. It was reported that there were no adverse effects to the patient due to this occurrence. Reviews of documentation including complaint history, instructions for use, and quality control procedures, as well as a visual inspection and functional test of the returned complaint device, were conducted during the investigation. One used 4fr PICC line was returned to cook for evaluation. Leak testing found that there was a leak between the manifold and catheter shaft. Visual inspection found the catheter shaft was partially separated from the manifold. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_mpic_rev6] ¿peripherally inserted central venous catheter sets and trays with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: device description ¿the catheters feature a soft silicone suture wing for secure fixation to the skin and reinforced silicone extensions to reduce catheter damage during catheter manipulation.¿ warnings ¿silicone peripherally inserted central venous catheters are not designed for power injection of contrast medium. Catheter rupture may occur.¿ precautions ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ instructions for use catheter placement (fluoroscopic method) ¿15. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion.¿ catheter placement (non-fluoroscopic method) ¿9. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the catheter moved around too much, or there was excessive force on the catheter. However, cook was not able to confirm either of these possible causes. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received on 28sep2022, it was confirmed that the patient did not experience any adverse effects due to this occurrence. A new PICC line was not inserted, as it was decided to switch to oral anticoagulation instead of an IV. Blood cultures were eventually negative and the patient was reported to be very stable.

Manufacturer narrative:
Correction: h6 - annex e and f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown single lumen peripherally inserted central venous catheter set ruptured. A provided photo shows the catheter is torn near the manifold suture wing.